Event description:
As reported by the edwards representative, during a transfemoral tavr procedure the 23mm sapien valve was implanted too aortic. A second sapien valve was implanted in order to mitigate moderate central aortic insufficiency and paravalvular leak. The patient was reported as doing well following the tavr procedure. Per report, the balloon valvuloplasty (bav) was performed in normal fashion. During deployment of the first 23mm sapien, the valve jumped quite a bit and ended up about 80:20 aortic. There was moderate central and paravalvular leak. The valve was post dilated however there was no improvement in the aortic insufficiency. A decision was made to implant a second 23mm sapien valve. The second valve was deployed lower at about 60:40 and the result was very good; there was only trance paravalvular leak. During this case, the pre-deployment position of the first valve was 60:40 aortic. Image intensifier angle (iia) and coaxial alignment of the delivery system and the valve was described as good. Ventilation was held and there was no loss of pacing capture during valve deployment. There was no ventricular septal hypertrophy. The patient¿s native valve/ leaflet calcification was described as severe. The aortic root calcification and mitral annular calcification were described as mild. The patient¿s ejection fraction was 65%.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it is possible that patient factors (severe valve and leaflet calcification, preserved ejection fraction 65%) and procedural factors (valve malposition) likely caused or contributed to the event. Deployment of the sapien valve in a too-aortic position has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. There is no indication this event was result of dysfunction of the sapien valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no. 2015691-2013-20898.